Event description:
While at work, the patient experienced hypoglycemia while wearing the omnipod system, which resulted in loss of consciousness and subsequent hospitalization. The patient stated that the controller had stopped working and was no longer communicating with the pods, leading to unawareness of declining blood glucose levels. The patient reported being hospitalized for a few days and receiving treatment. Specific dates, length of stay, discharge date, blood glucose values, and details of treatment were not provided because the patient declined to share additional information and stated that providing further details was not the reason for the contact. The patient reported receiving a diagnosis of hypoglycemia. Follow-up outreach with the patient¿s spouse confirmed that no additional information regarding the hospitalization would be provided. For reporting purposes, 2 march 2026 was used as the occurrence date. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: ap3a.240905.015.a2.g996usqsjhzaa. Hardware: sm-g996u. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.